Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with moisture damage found on electronic assembly. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had moisture damage. The customer's blood glucose reading was 147 mg/dl. The customer stated the insulin pump was exposed to water. The customer mentioned when pump is shaken you can hear the water. The customer was advised return the product for analysis.